Event description:
It was reported by service report that the fowler would not stay up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler, gas spring trip bracket.